Event description:
Report received of the use of a blunt cannula with the clave that resulted in a leak. The customer contact indicated the event was the result of an operator error. The pt was receicing lactated ringers through a primary tubing set. The nurse reportedly "grabbed an alligator adapter from another MFR to hook up the secondary line into the secondary hub closet to the pt." After an unspecified length of time, "the rn realized the error upon entering the room and finding the pt's bed linens were wet. The tubing set was replaced and the infusion was resumed. There were no reported adverse pt effects. No medicla interventions were required.